Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was 223 mg/dl. Advised customer to discontinue use of pump and revert to back-up plan. The customer stated that they were exposed to an x-ray. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the prime test, and alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the alarm. The motor was tested outside of the device and it passed. The pump also had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.